Event description:
It was reported that the valve has been explanted due to a fungal infection. The sample was taken from inside the valve itself and was cultured by the hospital's pathology dept. The source of the infection is unknown. The incident is isolated to this case only. No other similar issues reported at this site.